Manufacturer narrative:
Occupation: healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient was getting a cervical scan. Caller reported soft tissue palpable cord mass, pain in cord and neck pain. Caller reported headaches. It was unknown if the symptoms were related to the device/therapy. It was reported that when the patient was put into MRI mode, patient still felt that the neurostimulator (ins) was still on. Caller reported trouble determining eligibility, but that was because patient had not yet put the ins in MRI mode. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the cause of still feeling ins was on during the MRI was due to the patient; operational error.